Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2017 the 2.5 x 15 mm xience alpine stent was implanted for treatment of a lesion of an unspecified vessel. On (B)(6) 2017, the patient was rehospitalized for unstable angina and other cardiovascular (cv) symptoms. Unspecified treatment was administered and the final patient outcome is unknown. No additional information was provided.